Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in conducting a pump reset, during which detailed instructions were provided to properly execute and confirm the reset process. Post-reset, the pump did not display the cgm error code again.